Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that myocardial infarction (mi) occurred. On (B)(6) 2013, the patient presented with unstable angina and elevated troponin cardiac enzyme and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was de novo lesion located in the right posterior descending artery (r-pda) with 90% stenosis and was 28 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and with stent placement using a 2.25 x 32 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. On (B)(6) 2013, the patient presented for non-st-elevated myocardial infarction and the patient was admitted on the following day. On an unspecified date. Mi was treated by aspiration thrombectomy, percutaneous coronary intervention (pci) and percutaneous transluminal coronary angiography of an unknown non target vessel.